Event description:
It was reported that the keypad button presses did not activate desired pump functions. The up and down arrow keypad buttons not responding with every button press. Reported keypad worn but intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the up, down and ok keypad buttons intermittently responded to user inputs during testing, the contrast keypad button required excessive force to activate during testing, it was observed that the up and contrast key contacts were misaligned, the contrast key contact was also inverted, the up, down and ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all the key contacts.